Event description:
Philips received a complaint by the field service engineer (fse) on the v60 indicating that a 1124 "battery failed" alarm error was observed in the event log. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The fse called technical support to report that a 1124 "battery failed" alarm error was observed in the event log. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 30jul2025, the field service engineer (fse) stated that the defective battery (lot # m04191p2) was ultimately replaced by the customer. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.